Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was admitted in the intensive care unit due to diabetes ketoacidosis. It was stated that the customer was vomiting, and his mother was not able to speak long at the time. No further information was provided.